Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to whisper wire was unable to go through the lumen of the lead of the lead as it was kinked in the middle. The physician tried to front load and back load the lead, but it would not go through. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.